Event description:
Patient reported leakage from spikes at the round filter that sticks out on the side of the spikes. She said it doesn't happen all the time, but it does occur and she is concerned about medication loss. Assessed patient's technique and pt confirmed that she is *not* injecting air into the vial prior to withdrawing remodulin and that she draws out medication slowly. Told her that we can also send her a different spike (qstyle vial adapter) for her to use. No other information known. Did the patient have a backup device they were able to switch to? Yes. Was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Sending alternate spike for patient to use. No adverse event reported. Product not on hand for return. Reported to (B)(6) by patient/ caregiver.